Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: null patient present at time of event? Yes. Patient complications: no patient complications device acquired from a distributor? No. Event date: (B)(6) 2022. (B)(4).

Manufacturer narrative:
The device was expected to be returned however it is no longer available.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: null patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no . Event date: (B)(6) 2022. As reported device codes: 1636: fracture as reported patient codes: 9398: no clinical signs, symptoms or conditions.